Manufacturer narrative:
Patient information not available for reporting. Date of device loosening is not known. This report is for an unknown click x locking cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part number provided is either 498.570 (hexagonal recess) or 04.606.000 (stardrive recess). It is not known which is the correct part number. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted on unknown date with the click x system at unknown levels. On unknown date, it was determined a locking cap had loosened. Patient was returned to surgery on (B)(6) 2018 for removal of the loose locking cap. During the procedure, surgeon noted that the end of one (1) of the screwdriver for click x locking cap was bent and did not engage well. It was further noted that a piece of a second screwdriver for click x locking cap was snapped off. Surgeon stated that these issues were noted prior using them in the procedure, but was not certain when the issues occurred. X-rays were taken during surgery to ensure no fragments remained in the patient. Surgery was completed with a delay of approximately 1 hour. This report addresses the revision due to loosening locking cap. The intraoperative issues with the screwdrivers are addressed in (B)(4). This report is for one (1) unknown click x locking cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for an unknown click x locking cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part number provided is either 498.570 (hexagonal recess) or 04.606.000 (stardrive recess). It is not known which is the correct part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.